Event description:
The 840 ventilator stopped ccyling while in use on a pt. They reported no pt harm or injury as a result of this event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop erro code in memory. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.